Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels in the 500s mg/dl with an unknown cause. Reportedly, the customer was incapacitated due to high bg and required assistance from their daughter. Bg was treated with manual injections and changing out all pump supplies. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with the healthcare provider regarding bg level.